Event description:
It was reported the pump was flipped. The flipped pump was found during a routine refill and was confirmed by x-ray. The date of the event was (B)(6) 2014. At that time the pump was manually flipped in the clinic in order torefill, the pump- which was successful without a pocket fill. The pump was originally implanted with a dacron pouch. Sutures were not used with the dacron pouch or the suture loops. A revision was performed. The pump pocket was opened, the pouch was removed and the pump was flipped to its correct orientation and was sutured down to the fascia layer. The pump segment piece was wrapped around the pump connector, so that segment was removed and replaced. Patient status at time of this report was alive; no injury. The patient was doing well, receiving appropriate and effective therapy and results from itb therapy. Medical history uti, htn, gerd, spastic paraplegia. The pump was delivering lioresal.

Event description:
It was later reported that the previously reported refill visit, during which the pump was manually flipped, occurred on (B)(6) 2014. The previously reported pump and catheter revision occurred on (B)(6) 2015.

Manufacturer narrative:
Product ID: 8590-1, lot# n425737, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: accessory. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).